Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The lead was diagnostically imaged and externalized conductors were observed. No electrical anomalies were detected. Lead to be monitored.